Event description:
It was reported that this lead dislodged and was explanted and replaced by a new lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found damaged directly next to ring electrode r3, which is assumed to be the root cause of the observed loss of liquid during the flushing. The damage probably occurred due to applied mechanical stress during the surgery. Apart from the mentioned insulation damage, no further deviations were found, that might have led to the observed dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.